Event description:
It was stated that the ceiling column pivot shaft failed causing the articulating arm and injector to fall. The injector struck the technologist and the patient upon falling, although on one was seriously injured as a result of this event.